Event description:
A peritoneal dialysis (pd) nurse reported that the patient on peritoneal dialysis (pd) has pain after pd treatment. In an additional follow-up, a pd nurse familiar with the patient stated that the reported abdominal pain was due to concomitant peritonitis (diagnosed on (B)(6) 2023) and not related to the cycler. The nurse confirmed no medical intervention was required and the pain has since resolved. For the reported peritonitis, the nurse explained that on (B)(6) 2023, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained and the culture grew the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (per clinic protocol) on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or issues with a device or product concerning the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.